Manufacturer narrative:
The system is calibrated three times a day and qc results were within the lab's established ranges prior to the event. A bci engineer cleaned the flow cell. No further issues have been reported to date. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The original na results were in the range 117-134 mmol/l and they repeated in the range 124-141 mmol/l. The erroneous results were reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.